Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) loaner has a broken pim, external damage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) loaner had a broken pim with external damage. There was no patient involvement and no adverse event reported. The fse catheter extender connector broken. Other than that, unit fully functional. Replaced pim. Successfully completed a function check post pim replacement. Pm service order (B)(4) for measurements and calibration information. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The final investigation has been completed by failure analysis and testing department. Retaining the pim in the failure analysis and testing department per procedure.